Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the v-loc endostitch reload needle did not pass from one site to the other side of the endostitch hand instrument. There was no unanticipated tissue loss. There was no irreversible tissue damage as a result of this problem. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. The surgical time was not delayed by more than 30 minutes due to the product problem. A device fragment or component did not fall into the patient's cavity.